Event description:
The pt received his scs system on (B) (6) 2008. It was reported that the pt had suffered a fall, then while at rest one day he experienced a surge of overstimulation. Following that event, the pt reported diminished stimulation. Reprogramming yielded a very high amplitude necessary to get minimal stimulation. It was reported that communication between the ipg and the programmer and charger progressively became difficult. The physician explanted and replaced the ipg on (B) (6) 2009. The explanted ipg was returned to ans for analysis. No further info is available.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Testing revealed that channel 12 was shorted to the can causing the ipg to fail the auto test for "can" and "ucod". The header was cut away to expose the short at channel 12. The short was scraped and the auto test was performed again and passed. It is unk that the short is or what caused the short to occur. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.